Manufacturer narrative:
Common name & product code: dqy and lit; dqy catheter, percutaneous, lit catheter, angioplasty, peripheral, transluminal. Customer name and address: mobile: (B)(6); postal: (B)(6). Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower limb angioplasty, an advance micro 14 ultra low-profile pta balloon catheter separated. "Bare back" retrograde anterior tibial access was obtained. Reportedly, two balloon catheters were difficult to advance over a 0.014-inch wire. The complaint device was also difficult to retract and subsequently separated during removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30apr2022. Another manufacturer's wire was used during the procedure and all instructions for use were followed.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as reported, during a lower limb angioplasty, an advance micro 14 ultra low-profile pta balloon catheter separated. "Bare back" retrograde anterior tibial access was obtained. Reportedly, two balloon catheters were difficult to advance over a 0.014-inch wire. The complaint device was also difficult to retract and subsequently separated during removal. Another manufacturer's wire was used during the procedure and all instructions for use were followed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation in two separate pieces. The first piece measured 18.9-centimeters from the end of the strain relief to the point of separation. The catheter shaft was visible in the clear proximal hub port, and a kink was noted at the end of the strain relief. The second piece measured approximately 75-centimeters, with a kink noted 32.5-centimeters from the point of separation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.